Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: during testing, failed o2 input flow in pneumatics 2.

Manufacturer narrative:
(B)(4). The following was reported "during testing failed o2 input flow in pneumatics 2". This record contains no information of patient involvement. The most probable root cause is related to the o2 mixer assembly.